Manufacturer narrative:
The balloon catheter afapro28 with lot 46125 was returned and analyzed. Visual inspected showed the shaft bulged at the tip and there was a damaged folding sleeve. X-ray imaging showed a guidewire lumen kink. Smart chip verification indicated that the catheter was not used. The catheter was connected to the console and system notice 50005, ¿the safety system detected fluid in the catheter and stopped the injection¿ was received. The pressure test showed a leak through the tip. The dissection test showed a guide wire lumen breach. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.